Manufacturer narrative:
Device evaluated by MFR: the unit returned had the distal tip damaged, as part of overall visual revision. Visual inspection revealed the device had a gap in the butt bond. The device had two bends located 5 cm - 9cm from the tip in the distal section. Functional inspection revealed the device was actuated finding an issue on the curves due to the bents located in the distal section. Lcr test was performed and the device was found without specification. The device failed the inductance test; it should be with 4.5 to 5.5 mh. Electrical test found no opens or shorts. Tip offset measurement revealed the device failed the tip offset test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that there was a separation of a segment of the catheter. During a ventricular tachycardia (vt) ablation procedure with an intellanav oi ablation catheter, a separation of a segment of the catheter occurred in the patient's left ventricle. It didn't completely come apart from the catheter, but there was a separation in the shaft's material of the catheter near the upper distal third of the catheter. After the separation, two alarms occurred. The first alarm was they lost catheter visualization during ablation on the rythmia system. The second alarm was a high impedance alarm noted on the maestro 4000 rf generator. There was also noise on the distal ablation signals. No patient complications occurred. The procedure was not completed with another of the same device and the patient was fine.

Manufacturer narrative:
Age at time of event: "around (B)(6)". (B)(4).

Event description:
It was reported that there was a separation of a segment of the catheter. During a ventricular tachycardia (vt) ablation procedure with an intellanav oi ablation catheter, a separation of a segment of the catheter occurred in the patient's left ventricle. It didn't completely come apart from the catheter, but there was a separation in the shaft's material of the catheter near the upper distal third of the catheter. After the separation, two alarms occurred. The first alarm was they lost catheter visualization during ablation on the rythmia system. The second alarm was a high impedance alarm noted on the maestro 4000 rf generator. There was also noise on the distal ablation signals. No patient complications occurred. The procedure was not completed with another of the same device and the patient was fine.